Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment crack) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: a battery compartment crack was found to the left of the bumper pad at the threads traveling down to the case seal. The display is dim/fading (pink). Abb cover damaged/punctured; abb responsive during investigation. Crack between case seal and display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.